Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high since last night. Customer has changed her cannula 3 times. Customer stated that she took 18 units of manual injections last night and her blood glucose still didn't come down. Customer's blood glucose came down to 464 mg/dl. Customer's blood glucose was over 600 mg/dl at the time of the incident. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised to do complete set change.